Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed error code e433 upon start up. Device evaluation findings found the customer reported fault was attributed to faulty pcb (hvps board) and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, an error message code error 433 found as soon as opened and took it out of the box. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. Investigation confirmed a defective generator board caused the e433 error. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.